Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00414. It was reported the patient experienced headaches as a result of a cerebrospinal fluid (csf) leak. The physician explanted the patient's system and a blood patch was performed.